Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The monofilament was noted to be stretched and detached from the tie knot/gap section. The implant coil was noted to be stretched on the marker band and middle sections. Based on the available information and evaluation of the returned device, the complaint can be confirmed. The root cause cannot be determined; however, the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00154.

Event description:
It was reported that during an embolization treatment, the coil detached after approximately 10 cm had been placed in the aneurysm. The coil and pusher were successfully removed with a balloon. There was no reported patient injury. The patient is reported to be fine.